Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. The increased intra-peritoneal volume (iipv) event was identified during a review of the event history log. The cause of the iipv event was determined to be a false empty detect and use error, further specified as the minimum drain volume percent was set too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 22:05:39. During night drain cycle six, the patient's ultrafiltration reading was 1350ml, indicating the patient drained 1350ml more than their maximum programmed fill volume of 2000ml. No further information was available.